Event description:
It was reported that the cot would not lower due to a misaligned release handle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.